Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the reason for the call was the patient reported it seemed like their handset didn't stay charged for a whole week. The patient stated their handset shuts off by itself because it stops being at 100%. The patient reported they were leaking, then they need to "get it checked", and when they check the handset, it is dead. The patient stated they thought they didn't have to charge it until every couple weeks, but then they check it and it's dead and they have to go through the whole process of linking it up again. The patient also reported having issues with "linking it to the right number" that it should be (agent unclear what patient was referring to by this). Reviewed general use of handset and therapy overview. The patient reported they thought therapy was not always on because when they go to the bathroom, pee was coming out by itself again and when they look at their handset, it was not charged. The patient also stated they have to connect with their implant every week because it "says it's not connected" (agent unable to clarify this). The agent walked the patient through steps to connect with their implant on the call and the patient successfully connected with their implant and confirmed therapy was on. The patient reported they didn't like the program they were currently on because instead of feeling it "in the back" it is going down to their vaginal area and the patient reported they didn't like that. The patient stated if they increased stimulation any higher on their current program, they feel a "shock" going all the way down to their vagina and it hurts. Patient initially described this as an "electric shock" and as agent asked for further clarification, patient described feeling as a "pull", not a shock, and stated they can feel pulling all the way down to their vagina and reported it was not comfortable. Reviewed therapy/stimulation overview and expectations. Patient changed programs on the call and increased stimulation to a comfortable level on new program. Call was then disconnected so agent was unable to get any further information/cl arification. Patient provided event date as it's been like a month. Unable to ask for managing dr information as call disconnected. Agent attempted to call patient back but reached voicemail that was full, so agent was unable to leave a voicemail.